Manufacturer narrative:
A serial number was not provided, and the device was not received for evaluation. No further information will be provided by the customer.

Event description:
A report was received on 02 dec 2019 from the caregiver of patient pg, a (B)(6) male with pulmonary hypertension and end stage renal disease, who stated that the patient had been hospitalized with fluid overload when an insufficient amount of fluid was removed during hemodialysis therapy on an unspecified date. Additional information was received on 20 dec 2019 from a nurse stating the patient was admitted to hospital on (B)(6) 2019 and discharged on (B)(6) 2019 to continue therapy with the nxstage system one. Although requested, no treatment details, discharge diagnosis or additional information was provided.